Event description:
It was reported that during a laparoscopic adrenal procedure, the surgeon found the pieces in the visual field during the examination. It took the surgeon two hours to take four pieces out of the patient and identified the pieces as parts from the trocar`s tip. Because the surgery was delayed 120 minutes, the patient needed more anesthetic. Now the patient is in the hospital for examination.

Manufacturer narrative:
(B)(4). Sleeve assembly. The batch record was reviewed and no anomalies were noted during the manufacturing process.